Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom (contraception) from 2004 to april 2009. Concurrent conditions included migraine, insomnia, varicose veins, ovarian cyst, cervicitis, nabothian cyst (there is a small 5 mm nabothian cyst.), adenomyosis, pelvic adhesions, abdominal pain, intrauterine synechiae, endometriosis ablation, cyst, appendix disorder, intestinal adhesions, lipodystrophy, seborrheic keratosis, libido decreased, endometriosis, retroverted uterus, colonoscopy, endosalpingiosis and granulomatous pneumonitis. Concomitant products included ethinylestradiol;norgestimate (sprintec) from march 2009 to august 2009 for contraception, diazepam (valium) from may 2009 to december 2009 for insomnia, ibuprofen (motrin) from april 2009 to december 2013 and oxycodone hydrochloride;paracetamol (percocet) from april 2009 to december 2013 for migraine as well as nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6)2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen.abnormal bleed"), abdominal pain ("abdominal pain"), back pain ("back pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (total abdominal hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously (B)(6) -2008 now it is reported (B)(6) 2009. On (B)(6) 2012 patient underwent hysteroscopy with lysis of an intrauterine adhesion and laparoscopy with lysis of adhesions and fulguration of endometriosis implants patient received treatment for pelvic pain, abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded (as per mr): impression: prior essure fallopian tubal occlusion . Micro inserts appear well positioned with no evidence of patency of either fallopian tube . Endometrial cavity appears normal.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, dyspareunia,vaginal hemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received: event post removal complications was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen.abnormal bleed') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, insomnia, varicose veins, ovarian cyst, cervicitis, nabothian cyst (there is a small 5 mm nabothian cyst.), adenomyosis, pelvic adhesions, abdominal pain, intrauterine synechiae, endometriosis ablation, cyst, appendix disorder, intestinal adhesions, lipodystrophy, seborrheic keratosis, libido decreased, endometriosis, retroverted uterus, colonoscopy, endosalpingiosis and granulomatous pneumonitis. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2009 to (B)(6) 2009 for contraception, diazepam (valium) from (B)(6) 2009 to (B)(6) 2009 for insomnia, ibuprofen (motrin) from (B)(6) 2009 to (B)(6) 2013 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2009 to (B)(6) 2013 for migraine as well as nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total abdominal hysterectomy and left salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously (B)(6)2008 now it is reported (B)(6)2009. On (B)(6)2012 patient underwent hysteroscopy with lysis of an intrauterine adhesion and laparoscopy with lysis of adhesions and fulguration of endometriosis implants patient received treatment for pelvic pain, abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure device was successfully occluded (as per mr): impression: prior essure fallopian tubal occlusion . Micro inserts appear well positioned with no evidence of patency of either fallopian tube . Endometrial cavity appears normal.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dysmenorrhea, dyspareunia,vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events added - abdominal pain, back pain, genital bleeding. Event outcome added pelvic pain, abdominal pain, back pain, genital bleeding. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, insomnia, varicose veins, ovarian cyst, cervicitis, nabothian cyst (there is a small 5 mm nabothian cyst.), adenomyosis, pelvic adhesions, abdominal pain, adhesion, endometriosis ablation, cyst, appendix disorder, intestinal adhesions, lipodystrophy, seborrheic keratosis, libido decreased, endometriosis, retroverted uterus, colonoscopy, endosalpingiosis and granulomatous pneumonitis. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2009 to (B)(6) 2009 for contraception, diazepam (valium) from (B)(6) 2009 to (B)(6) 2009 for insomnia, ibuprofen (motrin) from (B)(6) 2009 to (B)(6) 2013 and oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2009 to (B)(6) 2013 for migraine as well as nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (total abdominal hysterectomy and left salpingectomy). Essure was removed on(B)(6) 2012. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously (B)(6) 2008 now it is reported (B)(6) 2009. On (B)(6) 2012 patient underwent hysteroscopy with lysis of an intrauterine adhesion and laparoscopy with lysis of adhesions and fulguration of endometriosis implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded (as per mr): impression: prior essure fallopian tubal occlusion . Micro inserts appear well positioned with no evidence of patency of either fallopian tube . Endometrial cavity appears normal. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, dysmenorrhea, dyspareunia,vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and mr received- new events- ¿abnormal bleeding (vaginal),abnormal bleeding ( menorrhagia), apareunia, depression, mental anguish, dysmenorrhea, dyspareunia, fatigue¿, concomitant conditions & drugs, patient¿s demographic, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.